Event description:
A sedated pt reportedly sustained a burn on his right foot toe after receiving MRI brain and spinal exams. The brain exam used the following pulse sequences: 3 pi loc (fgr)-00:08, cal scan (fgr)-00:12, dw-epi axial-00:24, t1 flair sag-01:19, ti flair ax-03:31, fse prop t2 ax-02:36, t2 flair prop ax-04:48, 3d bravo cor-02:21. The spine exam used for the following pulse sequences: 3 pi loc (fgr)-00:13, frfse t2 cor-01:25, frfse t2 sag-01:27, t1 flair sag-03:02, fse-ir sag-02:34, frfse t2 ax-02:37, fse t1 axial-04:36, frfse t2 cor-01:25, frfse t2 sag-01:27, t1 flair sag-03:16, fse-ir sag-02:34, frfse t2 sag-02:37, fse t1 axial-04:36, frfse t2 sag-01:27, frfse t2 sag-01:27, t1 flair sag-03:16, fseir sag-02:34, frfse t2 ax-01:35, fse t1 ax-02:48. It was reported that a pulse oximeter lead was attached to the pt's toe for a prior non-mr diagnostic study. The pulse oximeter lead was reportedly left on the pt's toe when the MRI exams were initiated. There was also no padding used on the pt. The site indicated that the pt's toe will be amputated as a result of the burn.

Manufacturer narrative:
Ge's field engineer was dispatched to the site to evaluate the device involved in the event. Functional tests performed on the sys included environmental testing that assesses the sys and pt cooling features; component testing that evaluates performance of the rf body and surface coils; overall rf chain check that verifies acceptability of the gain and signal-to-noise ration; and safety measures check that verifies proper operation of power monitoring as well as pt communication and alarm systems. Test and check results revealed no evidence of malfunction. Hence, the mr sys was performing according to specifications. The site contact revealed that it is educated on proper padding, positioning mr compatible, and safety precautions as explained in the sys's operator manual. The site contact reported that the pulse oximeter lead was left on the pt's toe. Additionally, padding was not used. Furthermore, it was found that the pulse oximeter lead was not mr-compatible and was not connected to any monitoring equipment. Ge made several attempts to obtain add'l details of the event, including sar values used, the reason that padding was not used, and the reason for how the pulse oximeter was not detected prior to the exam. The site has yet to provide the info.